Event description:
The suture was used during a valve replacement. Reportedly, the suture broke five months post operative. The surgeon performed a re-operation and applied another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.